Manufacturer narrative:
(B)(4). Insulin pump received with a partially broken off piece at the reservoir tube lip, a missing retainer ring, and a missing reservoir tube lip o ring. Unable to perform the displacement test since p-cap or reservoir will not lock properly due to missing retainer. In addition to this, the left belt clip rail broke off. Finally the middle (enter) keypad button is cracked.

Event description:
The customer reported via phone call that the insulin pump was not able to download data to carelink. The customer's blood glucose level was unknown. The device will be returned for analysis.